Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a health care professional in a sculptra adverse event form on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2010 for an unspecified indication. The patient received total volume of poly-l-lactic acid as follows: 2cc injected into nasolabial folds, 1cc marionette lines, 1/2 cc in the temples and 3 cc in the cheek lines. Poly-l-lactic was reconstituted with 5 cc sterile water and 2 cc of lidocaine. Anesthetic used was emla cream. It was reported that the patient has fitzpatrick skin type 2 and denies any history of immunological or collagen-vascular disease. On (B)(6) 2010, two visible nodules were present at right temporal area. The nodules were located at the injection sites and were 1-2 mm in size. No signs of inflammation or systemic process. No biopsy was performed. There is no evidence of permanent impairment of a body function or body structure. Medical intervention included intralesional injection of medication (nos) and lesional subcision. The adverse event appeared after 2 months after the last injection and remains ongoing. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).